Event description:
Mfg report reference: 3006705815-2019-01911, 3006705815-2019-01914. It was reported that the patient experienced ineffective stimulation. It is unknown when effective therapy stopped for the patient. The patient had the system explanted and replaced with a drg system. Effective therapy was restored post operation.